Manufacturer narrative:
The reported meter was returned and investigated with retained strips. Visual inspection has been performed on the returned meter and no issues were observed. Control solution testing has been performed and no issues were observed. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified. The reported test strips have not bee returned, an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the precision strips was reviewed. The dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. If the reported strips is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A heath care professional reported a high reading from an adc hospital blood glucose meter. Customer reported a high reading of 343 mg/dl which was higher than a lab reading of 129 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: (date of birth) has been updated to submit the MDR. The birth date listed in the case ((B)(6) 1899) is invalid. The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported a high reading from an adc hospital blood glucose meter. Customer reported a high reading of 343 mg/dl which was higher than a lab reading of 129 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.